Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
Medical records received were reviewed by a clinician to identify product issues and/or patient harms. Doi: (B)(6) 2017. Records indicate the patient received an attune total knee. Patella was resurfaced and unknown cement was utilized. There were no primary operative notes or sticker sheets provided in the medical records. Dor: (B)(6) 2019. Patient was revised due to pain and tibial tray loosening. Intraoperative findings revealed a grossly loose tibial tray at the cement to implant interface. The femoral component and patella were retained. There was no reported product problem with the explanted tibial insert. Patient was revised with depuy components utilizing competitor cement. The procedure was completed without complications.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H10 additional narrative: added: a2 (date of birth, age), b5, b7, d11, h6 (no code available (3191) is used to capture the device revision or replacement). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune claim record received. Claim record alleges pain, discomfort, instability, swelling, injury, difficulty ambulating and loosening of the tibial component at the cement to implant interface. Unknown cement was used. Doi: (B)(6) 2017. Dor: (B)(6) 2019. Left knee.